Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08730 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 20-jan-2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 37.875 u and dailytotalofbolusinsulindelivered = 4 u which is equal to the dailytotalofallinsulindelivered = 41.875 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 20-jan-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, and alleged possible over delivery anomaly. The customer reported blood glucose value of 54 mg/dl and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed for hypoglycemia. Customer was using the insulin pump within 48 hours of the reported event. Customer was not using the auto mode feature at the time of the event. Customer was advised to replace the insulin pump. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.